Event description:
Reporter noted piece of lens from nucleus won't release from tip during phaco. Chamber collapsed. Changed handpiece with no improvement. Converted to ecce to complete procedure. No pt injury.